Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va05yv1, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that, that patient experienced loss of therapeutic effect and urinary retention issues. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.